Event description:
It was reported that the vns patient was expected to undergo surgery to vns explant for an MRI that is needed for her breast cancer. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
It was inadvertently not provided on the initial report that information was previously provided that the patient and physician did not suspect the breast cancer to be related to vns.

Event description:
Information was provided that the patient and physician did not suspect the breast cancer to be related to vns. Additional relevant information has not been received to-date.